Event description:
It was reported that patient underwent an implantable pulse generator (ipg) revision procedure for unknown reason. The patient is doing well postoperatively. The explanted device was not returned. Additional information was received that patient underwent an ipg replacement and lead addition procedure to capture pain relief in additional pain areas. No device malfunction was suspected.

Event description:
It was reported that patient underwent an implantable pulse generator (ipg) revision procedure for unknown reason. The patient is doing well postoperatively. The explanted device was not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.